Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they visited their dentist and they confirmed they have active periodontal disease. Perio related exam and cleaning was done.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.